Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of ligafix screws, the source of the defect cannot be attributed to the manufacturing conditions. The shape and location of the fracture is typical of a rupture in torsion. In the absence of several elements regarding the circumstances surrounding this screw rupture, the hypotheses that could explain said rupture include the following: while it was being screwed in, the screw produced a trajectory which diverged from the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall and upon inserting the cone of the head inside the tunnel. These stresses caused screw recess deformation, which is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which causes the screw to rupture. The fact that the tunnel ø was < than the ø of the screw caused friction along the entire surface of the screw while passing through the cortical wall, and this friction caused a deformation of the screw recess: the deformation is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb which causes the screw to rupture. The fact that no pre-tapping was performed generated friction along the entire surface of the screw especially while passing through the cortical wall. All of these stresses generated a deformation of the screw recess; the deformation is almost inexistent at the tip of the screwdriver and maximal at the head of the screw. Screwdriver deformation was thus greater than the yield point of duosorb, which caused the screw to rupture.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Screw broke during surgery.